Manufacturer narrative:
The surgeon was able to make several impactions before the needle broke and was satisfied with the outcome of the surgery. It seems surgeon might have used excessive force on the nanofx needle which led to breaking. The broken piece was retrieved from the bone using forceps without any issue. There was no harm to the user or patient. No further follow-up is required and the complaint is considered closed.

Event description:
It was reported that a nanofx needle was broken just before the surgeon was about to finish the case.